Manufacturer narrative:
Product event summary - analysis of the lead from the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range with atrial oversensing. Atrial lead impedance has been between 1000 and 1500 ohms since march 2013. Evidence of atrial oversensing has beennoted during the ventricular tachycardia non-sustained (vt-ns) episode on 2014-(B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage; distal segment returned and analyzed.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and has high impedance with a possible fracture. The rv lead was extracted and a new lead was implanted. It was further reported that the right atrial (ra) lead has elevated thresholds and high impedance with a possible fracture. The ra lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.